Event description:
Lead was unable to be revised s/p acute rise in capture threshold (>6.0v/1.0ms). The helix was retracted and during attempt to reposition lead the md could not get helix to extend. Lead was removed from the body and the attempt was made on the table outside of the body to extend the lead, it was unsuccessful. Md requested new lead, lead returned for analysis.